Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. Device history review could not be performed given lot number provided was invalid.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the catheter was inserted, it became kinked in the vein at some point between insertion and removal, causing leakage during IV contrast injection. The event occurred during use on a patient. There was patient involvement, but any harm or adverse event remains unknown.